Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. A volume of 500ml was selected and the infusion was started with a rate of 104,20 ml/h at 12:50 pm. At 5:33 pm the pre alarm "vtbi near end" occurred. One minute later, the infusion was stopped. At this time, 492,82 ml was infused. No other abnormalities were found in the device history.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "B.braun received email update from bme celest, and a meeting has been arranged to follow up further on the case and history logs on (B)(6) 2022. Following information are provided based on preliminary input by bme and nurse. Incident date/time: (B)(6) 2022, 1240-1630hours. Medication: IV hartmann. Based on nurse's description: IV hartmann was started at 1240hours, rate 104.20ml, vtbi 500ml. At 1630, nurse noticed the fluid in the bottle was left approx. 250mls, based on her physical eye's estimation. Therefore, nurse removed the tubing and changed to another infusomat space pump to continue the remaining volume left in fluid bottle, and the therapy completed on time uneventful. No further complication reported after the event."